Event description:
It was reported the intraocular lens was removed immediately following insertion into the patient's eye. The haptic folded over after implant. The lens was discarded by the account. We have not been able to confirm if the incision was enlarged to remove the damaged lens.

Manufacturer narrative:
The lens was discarded at the hospital. Prior to release to market the lens met all manufacturing specifications. As no product was received for analysis the cause of this event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens discarded at the hospital.